Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a unknown vdw file broke during use. 2 quests have been made for additional information and none has been received.

Manufacturer narrative:
Internal investigation (lot only) will be entered as soon as available. 2nd request performed. No results received yet. Customer updated us per attached list and added a photo of the complained product. Update: "complaint that it was broken. The actual item that broke off has not been confirmed. Enlarged photo was added. Distortion and cracks were observed. No injuries reported." Vdw note: the photo will not be forwarded for internal investigation, since the photo is blurred . 2 (two) unsuccessful requests for product return have been made and documented. Complaint will be reopened as soon as suspect product arrives per 8000-sop-038 [2]. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Summary: maillefer investigation: a picture showing the active part of an elargisseur 34mm 090 was provided. Customer stated that the instrument shows cracks and distortion, which can be guessed through the sent picture but the issue cannot be fully characterized. No further analysis can be made especially the damaged instrument was not returned and that no unused instrument is available for measurement and evaluation. Nothing unusual to report was found during DHR review (batches #1569408, #1527137, #1551910 and #1589639). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (motor setting not communicated), overuse (number of uses not communicated), excessive wear, or material issue (no analysis of the broken fragments possible). For information, this product is manufactured by maillefer for vdw, it's up to vdw to make sure that the product has been used in compliance with dfu.